Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing lead impedance and loss of capture were observed. Patient was symptomatic. Patient's symptoms were resolved and a new capture threshold measurement was obtained after the clinician pressed the emergency vvi button. Device remains implanted.

Event description:
Additional information received indicated that the lead was capped and replaced on (B)(6) 2017 due to loss of capture and high pacing lead impedance. The patient tolerated the procedure well and will be followed-up normally.